Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the patient had a full replacement that day due to high lead impedance. It appears that the patient was originally going in for a prophylactic battery replacement but upon running diagnostics during the revision, high lead impedance was seen so a full replacement was performed. The explanted devices were discarded after surgery and will not be returned for analysis.